Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during preventative maintenance, this 980 ventilator failed the circuit pressure test of the extended self test (est).  While service personnel (sp) inspected was performing preventative maintenance the unit failed the circuit pressure test of the est, and the exhalation valve assembly (eva) was replace. The ventilator passed all calibrations and tests according to the manufacturer's specifications at the time of service. One eva was returned for further analysis. The part was visually inspected with no observed anomalies. Analysis determined the exhalation sensor printed circuit board assembly (pcba) of the returned eva was prior to the implementation of a change to address autozero solenoid (so1) failures; therefore, no further testing was performed. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The likely cause of the event was determined to be consistent with a faulty autozero solenoid (so1). There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preventative maintenance, this 980 ventilator failed the circuit pressure test of the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.